Manufacturer narrative:
Implant date estimated approximately 3 weeks from notification date of 04 feb 2019. Device evaluated by manufacturer: a 4.00 x 12 mm promus premier select stent delivery system was returned for analysis. A guide catheter was received separated from the device. A guide wire (od - 0.0135 in) was returned loaded to the mid-shaft, polymer extrusion and balloon portion of the device that was separated from the rest of the device. The tip was visually and microscopically examined, and no signs of damage were noted. The balloon cones were reviewed, and no issues were noted. The balloon was observed to be in a flattened, deflated state which is consistent with device use. Dried reddish/brownish media was also noted inside the balloon body. Visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage noted most likely occurred due to excessive forces that could have been applied on the delivery system. Visual and tactile examination of the inner and outer lumen and mid-shaft section found that the mid-shaft was broken at the port bond site. The inner and outer extrusion shaft was stretched at port bond and separated. The investigator could not attempt to track the device over a recommended size guide wire due to the damage and the presence of another guide wire that was stuck in the wire lumen of the device. The core wire was also noted to be exposed. This type of damage noted most likely occurred due to excessive forces that could have been applied on the delivery system.

Event description:
Reportable based on device analysis completed on 25 mar 2019. It was reported that during a percutaneous coronary intervention, this 12 x 4.00mm promus premier select was selected. However,the stent was not able to be advanced within the guiding catheter. Returned device analysis revealed a shaft break.